Manufacturer narrative:
The reported field event of low battery voltage was confirmed in the laboratory. Analysis found that the current draw was high. The cause was found to be due to an anomalous component on the hybrid.

Event description:
It was reported that upon interrogation, an alert appeared in the ICD for longevity analysis. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.